Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications.

Event description:
The hospital reported that, during a case, the screen went blank and mechanical ventilation stopped. The clinician reportedly cycled power and continued the case. There was no reported patient injury.